Manufacturer narrative:
Implant date: device not implanted. Explant date: device not explanted. One used 8fr angio-seal vip device was returned for product evaluation. The sheath was returned unmated with the carrier tube. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was detached from the sheath and the collagen was found stuck in the hemostasis valve. The deployment sleeve was in the forward lock position. The suture still intact, connecting the carrier tube and hemostasis sheath. The bypass tube was dislodged at the proximal part of the carrier tube assembly. The tamper tube was completely exited from the tube and visible as well. No other visual anomalies were noted with the device. Force was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck into the hemostatic valve. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that during the insertion of the bypass tube and carrier tube assembly into the sheath, was not properly placed which may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the physician was using an 8fr angio-seal device in an 8fr right femoral access site. All steps were followed correctly and when the device was drawn back to seal the arteriotomy, the entire device came out of the site. The anchor and collagen were still present in the sheath tube. The anchor never exited the sheath tip. The patient was stable, and the procedure was a success. There was no patient injury/medical or surgical intervention. Additional information was received on 17jan2020. Manual pressure was held at the site for 20 minutes to achieve hemostasis. Additional information was received on 22jan2020. As the angio-seal device was inserted, the anchor became stuck in the hub of the sheath. They were unable to advance forward or remove the device. There was not an issue with the anchor coming out of the tip of the sheath.